Manufacturer narrative:
The reported events of lymphadenopathy and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and seroma-late.

Event description:
Patient reported "pains in left breast, tension, stabbing, itching, lymph nodes are slightly swollen and they have a small fluid collection diagnosed with MRI". Patient also reported "sometimes racing heartbeat, dizziness and fatigued and exhausted all the time"; these events are not device related. Device remains implanted.